Event description:
It was reported that the device had damaged battery contacts and "cassette error" when latch is locked in place. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to manufacturer: 9/20/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was confirmed to have a "cassette not attached properly" alarm in the ehl. It was also found that the pump failed calibration and could not perform the occlusion test due to an upstream occlusion (uso) sensor issue. Additionally, the downstream occlusion (dso) seal was coming off. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor seal and uso sensor, and the pump passed all functional tests and performed as intended after repair.